Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient called in saying they weren't sure if the ins was working right because they don't feel stimulation. They confirmed the not working/stimulation issue was noticed two weeks prior from initial report. When asked, the patient thought they "thought" they were noticing a return of symptoms; no date was provided for when they noticed the return of symptoms issue. During the call, the patient noted they had not used their patient programmer (pp) to check their ins for "maybe 6 months." The patient had access to their pp at the time of the call and synched to their ins which showed stimulation was on. Patient reported they were on program 1 at 0.6v. They have the ability to change programs and/or adjust stimulation. If medically appropriate, it was considered to increase amplitude/change programs, but the patient didn't feel stimulation in the correct area; stimulation expectations were then reviewed with the patient. The patient then said they increased stimulation all the way to 8.5v, but didn't feel stimulation. The patient then moved around while on the phone, but still couldn't feel stimulation. As a result of what was reported, the patient was encouraged to give their body time to respond to the therapy and see if they notice any symptom relief. Programming was reviewed with the patient and the call center's number was given to the patient for a call back if needed. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was further reviewed to review any directions previously provided by the hcp. It was lastly reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and reiterated the previously reported issue; patient called in and walked through adjusting stimulation. The patient went through all four programs and increased to 8.5v, but they weren't feeling stimulation. They said again their device is still not working and believes the battery "is shot." As a result of what was reported, they were redirected to their healthcare provider (hcp), but their hcp redirected them back to the manufacturing company. It was reviewed that the call center has done everything they could over the phone; the patient was redirected to their hcp. It was further reviewed that the hcp may reach out to their local manufacture representative (rep) and invite them to the office to check the device. As a result of what was reported, the call center will reach out to the reps in the area; the patient was also redirected to their hcp if the patient doesn't hear from a rep. No further patient complications have been reported as a result of this event.